Event description:
It was reported that this device was explanted and re-implanted due to pocket revision/other primary prevention/high impedances. This device remains implanted and in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).